Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-58, implanted: (B)(6) 2009. Product ID: 5076-52, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a patient implanted with an implantable pacing system (ipg) was deceased as of (B)(6) 2009. The device was implanted (B)(6) 2009 and the cause of death was reported as complications of thoracotomy during ipg insertion. The report also stated that the device was relevant to the death of the patient.

Manufacturer narrative:
Product event summary product ID# addrl1the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
B)(4).